Manufacturer narrative:
Cause of complaint traced to unintended use of device.

Event description:
End user emailed customer service stating "I have been using your 30g 1 ml syringes for some time now in treating my chronic illness with sc peptides, and they have been great! Unfortunately, I had a concerning issue that occurred when I recapped one of the needles after use: the needle poked through the cap and stabbed my finger." End user was notified of the proper sharps disposal techniques.